Event description:
Surgery started 5 hours after last feeding. An lma-proseal was inserted and a leak test performed. A suction catheter was inserted into the stomach after lma was placed and aspirated the stomach. At that time, 5ml of air added into stomach while auscultating with stethoscope, then suctioned out the stomach contents. During surgery, the lma was noted to have changed position and the pt's anesthesia level was light with oxygen saturation dropping. The lma was removed and pt was intubated and the case completed. When the pt was suctioned, nothing came out. Review of the chest x-ray confirmed suspected aspiration. Pt treated with nebulized albuterol, decadron and chest physical therapy while prone. After approximately 4 hour stay in pacu, the pt was maintaining oxygen saturation >97% on room air. Pt was discharged.